Manufacturer narrative:
Analysis of returned broken clamp. Eval date: (B)(6) 2012. Document no: (B)(4). Item evaluated: clamp style 27n. Lot no: y1. MFR date: 06/2011. Receipt date: 10/08/2012. Complaint: broken. Eval summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, vastly unable to return to its original formed shape and jaw proximity. There is also a coating of a whitish chemical on this clamp that would need more extensive analysis to determine if this coating has added corrosion or pitting to the clamps surface leading to breakage. Cause of breakage: misuse. Conclusion: overextension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
Dealer returned clamp for credit. Contacted the dental office and left several messages. No one from the office called back. No pt info or incident date for this reason.